Manufacturer narrative:
The device was not returned for evaluation; as it was not possible to confirm the device was not exposed to an infectious disease. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The 510k number not provided as this is a custom defined product.

Event description:
As reported, in this dpt (disposable pressure transducer) the tubing that connect the vamp system separated causing alarms. There was minimal blood loss; therefore, there was no allegation of patient injury. The device was replaced with a new one. Unfortunately, the device is not available for evaluation as it was not possible to confirm the device was not exposed to an infectious disease. Furthermore, it was not possible to get a picture of the device.